Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported bilateral deflation. This record is for unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease smooth opening on posterior assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Patient reported bilateral deflation. This record is for unknown side. The device has been explanted.

Event description:
Patient reported right side deflation. Device has been explanted.

Event description:
The device has been explanted.